Event description:
(B)(4). Essure was placed (B)(6) 2012. In (B)(6) 2012 I broke out in an extreme rash from head to toe. I went to my primary care doctor and was placed on steroids, anti fungal, anti bacteria, steroid creams, anti itch medication. I was sent to a dermatologist for allergy testing and was placed on a gluten free diet for over a year and a half. I have taken zantac, and benadryl or claritin in high doses to knock down the rash symptoms when they get to be so strong that I cant take it. I have had the rash now since (B)(6) 2012. I have been to numerous doctors to try and figure out what is wrong, different diets, different creams and nothing is stopping the rash. I also have experienced extreme back pain. I have always blamed it on my back but it is not the same. The pain is off to the sides on my back not in my spine. The back pain can get so extreme that I cant get out of bed. In april my family and I went on a small hike. The next day, easter, I couldn't get out of bed because of the back pain. I was down for three days. Again, I blamed it on my back issues. I have went back to the oncologist that put the coils in and am scheduled to have them removed (B)(6) but now am faced with the medical bills to have them removed.